Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that upon interrogation at routine follow-up this pacemaker was found to have recorded high out-of-range pace impedance measurement on the implanted competitor right atrial (ra) lead. The measurement triggered the device to switch from bipolar to unipolar configuration. Additionally, a number of inappropriate atrial tachy response (atr) episodes were recorded to the device as a result of ra oversensing. It was further noted that at the patient's previous follow-up approximately 1 year prior there was evidence of electromagnetic interference (emi) on the competitor right ventricular (rv) lead with occasional ra oversensing as well; the source of emi was not determined at the time. Boston scientific technical services (ts) discussed the noise on the ra lead appeared consistent with that of an insulation breach while the rv exhibited signs of minute ventilation (mv) sensor interference. Ts advised additional system testing to verify the issue. Review of submitted electrograms (egms) did not find any evidence of the noise resulting in asystole greater than 2 seconds and no adverse patient effects were reported. The patient will be scheduled for additional follow-up in the future but a date has not yet been set. This system remains in service.